Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2026 at 6:00pm, the patient's mother stated the mobile app and insulin pump was showing readings ranging from 150 mg/dl to 58m mg/dl. No fingerstick reading was done by the parent. Due to the low reading, the patient was treated with carbohydrates. The patient was feeling nauseous, light-headed and lethargic. The eldest son drove the patient to the hospital and arrived there at about 8:00pm at the emergency room. Upon arrival, the cgm reading was 71 mg/dl and the fingerstick taken by the staff gave a bg reading of 416 mg/dl. The patient was transferred to the intensive care unit (ICU). There the patient was treated with potassium, magnesium IV and insulin drip. At the hospital, the sensor was replaced as she was told that it malfunctioned. At the time of the report, the parent was feeling better. The patient was still at the hospital and did not have a discharged date; however, she had been hospitalized for more than 24 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.